Event description:
A pt was treated on 12/10/96 in the nasolabial folds. During treatment, the physician observed that the syringe plunger rod was "unstable" when she pressed on the assist device attached to the plunger rod. The physician lost control of the syringe, and the needle lacerated the pt's upper lip; steri-strips were applied to the site. Treatment was discontinued. The pt was seen on 12/12/96 with improved symptoms at the lip. Add'l steri-strips were applied.